Event description:
The reporter had a fasting am blood glucose of 37 mg/dl. Did meter to hcp meter comparison test, fasting, 5 minutes apart. Doctor used a surestep meter and office strips, capillary sticks. Reporter's meter read 73 mg/dl, and doctor's 145 mg/dl. Reporter had a headache, was uncertain if from blood glucose or sinus. Control test not done due to lack of supplies. On follow-up, the reporter stated they had been storing test strips loosely in case, out of vial. Not known if meter code was changed to match md's meter for tests. No harm was alleged.